Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, yellow particles in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.1., d.2., d.4., d.10., g.1., g.5., h.4., h.3., h.6.

Event description:
Device was explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported water accumulation underneath right side device confirmed by ultrasound. Device remains implanted.

Event description:
Additionally, patient reported "hurts".